Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a power (no power) issue. The patient reportedly noted that the pump was beeping and the screen was blank. The patient reportedly tried multiple batteries and different battery caps, but the pump would not power on; there were no audible tones or vibrations present when the battery was changed, and the screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/18/2013: the device was returned to animas and evaluated by product analysis on 09/09/2013 with the following results: no defect was found. There is no evidence of any power issue in the black box or history. Performed pump rewind, load, and prime with no loss of power. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of power. Was able to fully tighten cap until no yellow o-ring was visible. Turned cap one complete turn with out loss of power. The threads on both the battery compartment and cap were intact. No corrosion or cracks on either component. Opened pump and removed from case. Inspected power circuit and found no defects.